Manufacturer narrative:
H3: one device was received for evaluation. No previous repair was noted. Through visual inspection, it was confirmed that the downstream occlusion (dso) seal was damaged. The root cause of the issue was a degraded dso seal. The dso seal was replaced to fix the problem. The device then passed all tests after the repair.

Event description:
It was reported that device has a bubbled and ripped downstream occlusion (dso) seal and scratched screen. The interior left silver battery placement holder is missing. Battery doorknob damaged. Software upgrade required. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.